Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process. Reportedly, the customer stated she may have injected more than 300 units of insulin into the cartridge. Customer's blood glucose level was 189 mg/dl. It was indicated that the customer would use manual injections as alternate insulin therapy.